Event description:
It was reported while using bd phaseal¿ protector p50j foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a biological fm (hair) in the expansion chamber. The customer reported as follows: after attaching the protector (cat#515111) to the vial of rituximab, khk, the hcp noticed that there was a hair-like fm inside the expansion chamber.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 18-jan-2023. H6: investigation summary one sample and several pictures were provided to our quality team for investigation. Through visual inspection, a hair was observed in the expansion bladder. A device history review was performed for the reported lot 2205114, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. All individuals are required to follow proper gowning procedures before entering the room, including hair protection. While we could not identify a direct issue, the root cause of this incident is due to personnel not following the proper gowning procedure. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd phaseal¿ protector p50j foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a biological fm (hair) in the expansion chamber. The customer reported as follows: after attaching the protector (cat#515111) to the vial of rituximab, khk, the hcp noticed that there was a hair-like fm inside the expansion chamber.